Event description:
It was reported the implantable neurostimulator (ins) was flipped. Approximately eight days prior to this report, the patient noticed that they were unable to get any coupling boxes while recharger. The patient tried to adjust the dial on the back of the antenna, but they got no response. Typically the patient had six coupling boxes. The clinician programmer and patient programmer could connect to the ins. Several rechargers were charged, but they were not able to get any coupling boxes. An x-ray determined the ins was flipped. The manufacturing representative was uncertain about the cause of the flip, but they thought it might have to do with the swimming the patient does. A pocket revision was done and following the revision, the patient was doing fine and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va08kln, implanted: (B)(6) 2013, product type: lead. Product ID: 3387-40, lot# j0511409v, implanted: (B)(6) 2005, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).